Manufacturer narrative:
(B)(4). Method: the actual device was not returned. As the lot number is unknown, review of the device history record (DHR) was not performed. Results: as the device was unavailable for analysis, no methods were performed. Therefore, results cannot be obtained. Conclusions: the device was not returned to halyard for evaluation therefore, we are unable to determine the cause for the reported event. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Procedure: hernia repair, cathplace: incision area. It was reported that a patient had a hernia repaired on (B)(6) 2010. The patient was discharged later that day and sent home with the device. In (B)(6) 2016, a two inch piece of catheter was discovered in his right artery. It was concluded that the piece could only have come from the device, and broke off either while it was being put in or during removal. The device was reported to be put in close to the incision area. No additional information was provided.

Manufacturer narrative:
Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint .